Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line separation on the first device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After deployment of the first mitraclip, the clip delivery system (cds) was inadvertently pulled into the steerable guide catheter (sgc) prior to removal of the gripper line (gl). The physician forgot to remove the gl prior to retraction of the cds. The gl was pulled to remove it, but the gl separated during removal. When the sgc was removed, the separated gl came out with the sgc. No gl was left in the patient. The procedure continued with the successful deployment of a second mitraclip and mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use instructs the user to remove the gripper line, which is performed prior to clip delivery system (cds) removal. It then proceeds to list the steps to remove the gripper line prior to the retraction/removal of the cds into the steerable guide catheter (sgc). The reported gripper line break appears to be a result of the user error; not removing the gripper line prior to the retraction of the cds into the sgc. There is no indication of a product quality issue with respect to manufacture, design or labeling.